Event description:
In an article titled "evaluation of kyphoplasty combined with percutaneous posterior osteosynthesis in the treatment of distraction fractures of the thoracolumbar junction. Results for a series of 16 patients." Two years of percutaneous treatment of distraction fractures of the thoracolumbar junction with unstable ligaments due to involvement of the posterior ligament complex resulting from benign strain were studied. The choice of acrylic or phosphocalcic cement was made in accordance with patient age. Sixteen patients were included. The following was reported in the results. -one patient was treated for drainage of a post-operative haematoma. No further information was reported. Note: article indicated either acrylic or phosphocalcic cement was used in the patient; however, did not indicate which of the bone cements resulted in the leakages and if kyphon bone cements were used.

Manufacturer narrative:
Age at event: the mean age at the time of surgery was (B)(6). Report source: article titled "evaluation of kyphoplasty combined with percutaneous posterior osteosynthesis in the treatment of distraction fractures of the thoracolumbar junction. Results for a series of 16 patients", by s. Teyssedou, m. Saget, r. Prebet, n. Salas, m. Grau-ortiz, p. Pries. Eval method: follow-up with company representative events reported in this article are reported in MFR report# 2953769-2011-00134.